Event description:
Report two of two received of a tubing separation from the filter during a chemotherapy infusion. The customer reports that the homecare patient receives 5fu continuous for 5 days with every 24-hour bag, tubing and pump changes. The pt arrives at the customer facility every morning and is connected to the new set-up by 0930. The pt was connected as usual on the day before the event at 0930. On the day of the event, at approximately 0730, while the pt was getting dressed, it was reported that the pt noticed wetness and blood coming out of the tubing. The pt called the customer and was instructed to clamp the tubing. The pt arrived at the customer facility and the tubing set was noted to have "come apart" from the distal end of the filter. The pt did have some of the chemotherapeutic agent contract their skin, but there was no report of any adverse patient sequale. The pt's port-a-cath remained patent. Additional pt information was requested, but no further information was available.